Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 26-jun-2023 . H6: investigation summary sample received by our quality team for investigation. Upon visual evaluation, plastic fibers on the tip of the syringe is observed. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Based on the teams investigation, possible root cause is associated with manufacturing process at molding of the barrel stage. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures. A project has been initiated to further investigate and address this issue.

Event description:
It was reported that plastic fibers were found on the tips of 24700 bd plastipak¿ hypodermic luer-lok¿ syringes before use. The following information was provided by the initial reporter: "customer receieved product and upon investigation noticed small plastic fibres on tips of syringes which they fear may be injected into patient when in use".

Event description:
It was reported that plastic fibers were found on the tips of 24700 bd plastipak¿ hypodermic luer-lok¿ syringes before use. The following information was provided by the initial reporter: "customer receieved product and upon investigation noticed small plastic fibres on tips of syringes which they fear may be injected into patient when in use"

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.